Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2011, to all potentially impacted client sites. The notification includes a description of the issue and notification of the labeling update, as well as links for sites to direct them to the updated labeling available on cerner's client-facing website. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The issue involves the end-user labeling for cerner millennium powerorders and affects users that include date and time order entry details for the cancel action. The original labeling did not include recommendations around the use of these order details for the cancel action. Patient care has the potential to be adversely affected as patient care activities or therapies are removed from the patient's electronic medical record and therefore, may not be performed or administered. Cerner has not received communication on any adverse patient effects as a result of this issue.